Event description:
On 11/20/2006 nellcor puritan bennett received a call from a hosp respiratory supv seeking assistance downloading info from the npb290. The supv reported a pt was being monitored for spo2 with the nbp290. She believed an incident had occurred, but was not sure exactly when, as nbp290 had been turned off at the time of the incident. The pt expired later in the evening. The supv requested the MFR evaluate the download info in case it could assist in establishing when the nbp290 was turned off.

Manufacturer narrative:
The device was returned to the MFR for evaluation. Results of investigation indicates that our file download of the device provides no additional info, in addition to that already known to the facility and shared with us. A functional/performance verification test of the device was completed as requested by the customer and device functions as designed.